Event description:
The clinical manager reported that the night shift respiratory therapist (rt) reported respiratory therapist went in to do a ventilator check, and alleged that rt heard air and noticed the safety valve led light was illuminated. The rt alleged that there was no audible alarm heard during this incident per the night rt that removed the vent. The rt reported rt removed the patient from the ventilator, and the pt suffered no harm or ill effect.